Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a distal pancreatectomy, the surgeon attempted to fire the powered handle for the first fire as status indicators were flashing green; however, the device stopped firing after slight advance. Waiting for a while, the surgeon attempted to fire the device, but nothing improved. When the jaws were released normally from the tissue, status indicators did not show any errors. The last known patient status is that she was under observation. No other adverse events were reported.

Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states partial firing during a pancreas procedure. Visual examination of the staple cartridge noted that the reload had a full staple complement. Microscopic evaluation noted that the reload had no damage to the cutting edge of the knife blade. The reload was loaded into a pmv representative instrument (powered handle and adapter) for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The reload was applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.